Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50, serial: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.